Event description:
It was reported that the iab was inserted in the pt after angioplasty. The pump began to experience volume loss alarms and blood was noted entering the helium tubing. The iab was removed and replaced with no pt complications.